Event description:
Complainant alleged that during pt (age & gender unk) treatment the device displayed a "bridge test failed" and "defib fault 78". Complainant did not indicate that there was an adverse effect to the pt.